Manufacturer narrative:
On april 08, 2025, mentor received additional information regarding the patient's event. It was reported that the patient also experienced capsular contracture (baker grade 2-3) on the left side. Code e2303 has been added in section h6-health effect - clinical code to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient underwent a breast augmentation revision with two 480cc mentor memorygel breast implants and experienced device migration and breast pain on the left side and capsular contracture (baker grade unknown) on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025. The patient reported she¿s had previous surgical intervention to address the capsular contracture on the right side; the patient had a bilateral revision (capsulotomy) (B)(6) 2024. The patient reported that she reviewed the operative report and confirmed implants were removed and re-implanted. Mentor considers re-implantation of these breast prostheses as user error. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: code f19-surgical intervention was erroneously omitted from the previous report. This code has been added in section h6-health effect - impact code to capture the information regarding the patient's previous surgical intervention. Manufacturer¿s reference number: (B)(4).